Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 42.0cm was received for analysis. External insulation abrasion was noted at 24.0-24.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 24.5-24.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
It was reported that high impedance, high threshold and lack of capture were observed. The lead was explanted and replaced. Patient condition was stable.